Manufacturer narrative:
Date of manufacture: february 22, 2014. A review of the device history record revealed no complaint related anomalies. The device history record and the raw material device history record shows this lot of va-lcp ant distal tibia plate was processed through the normal manufacturing and inspection operations with no non-conformances or rework noted. This order met all dimensional and visual criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. A product investigation was completed: per the technique guide, this implant is part of the 2.7/3.5mm variable angle locking compression plate (va-lcp) ankle trauma system. The anterolateral distal tibia plates are specifically intended for fixation of osteotomies, fractures, nonunion, malunions, and replantations of bones and bone fragments of the diaphyseal and metaphyseal regions of the distal tibia. The plate was received in two pieces with a roughly transverse break through the midline of the locking side of the elongated combi hole. The plate surface shows significant scraping and wear and the locking threads show deformation consistent with implant and explant. The fracture sites were examined and noted to show regions of flattening consistent with having been subjected to pressure after the fracture. No material voids or irregularities were observed. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the plate is already broken. A review of the current design drawing / manufactured revision was performed. The plate was found to be within the specification on each half of the break. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned part was determined to be suitable for the intended use when employed and maintained as recommended. It was reported that the plate snapped at the fracture line. When there is insufficient reduction or healing is delayed there are increased loads the implant must withstand, that would normally be supported by the bone, which could eventually cause it to break due to metal fatigue. This is further impacted by patient compliance and activity level, comorbidities, and the surgical technique. Thus, since the conditions at the time of the break are unknown, the root cause cannot be definitively determined. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This device was used for treatment, not diagnosis. Additional code- hwc. (B)(4). (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the active patient suffered bilateral distal tibia fractures from a post motor bike accident (mba). The original surgery on (B)(6) 2015, consisted of variable angle distal tibia plates implanted on both sides. On an unknown date the plate snapped at the fracture line. On (B)(6) 2016, the patient had an open reduction internal fixation (orif) left distal tibia revision surgery; where an eight hole anterior-lateral distal tibia plate was implanted with majority of the screws inserted on an nominal angle. This report is 1 of 1 for (B)(4).